Event description:
"This person has lost 30kgs after the intervention, but since several months they had to realize that they put weight on. By doing several tests the health facility has realized that there is a rupture of the catheter, the rupture is rather near to the connector, which allowed the health facility to make a local anaesthesia. During the operation the health facility realized a leakage along the small metallic connection which connect the catheter with the system connector. Health practitioner had to cut alongside the metallic piece to be able to draw back the small piece: f/u findings: damaged port of catheter could be cut out, and the catheter connected again.